Manufacturer narrative:
The customer¿s report of a free flow of heparin emptying the bag when the pump module was off was not confirmed. Physical inspection of the device noted no issues or any anomalies. Analysis of the pcu event log shows that on (B)(6) 2017 the pump module was remotely programmed for an IV infusion of drugid=321 with a concentration of 25000units / 250ml. The dose was 17.954 unit/kg/hr and the rate was 16.4997ml/hr; the infusion was started at 8:02pm. A user paused and restarted the infusion between 8:15pm and 8:17pm, and again between 9:08pm and 9:11pm. Rate accuracy testing was performed and found the device to be infusing within specification. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that heparin was initiated at a rate of 16.5 ml/hr. The tubing lines were apparently twisted behind the pump. At approximately 2203 the infusion was stopped and the pump was powered off. When the rn returned, even though the pump module was powered off, the unspecified volume of fluid remaining in the bag had infused. The physician was notified; blood work (cbc, heparin assay) and increased monitoring for bleeding were ordered. Protamine sulfate 50 mg IV was given and a repeat heparin assay was performed 30 minutes later. There were no signs of bleeding observed and no report of long term patient harm. The device was evaluated by the facility¿s biomed and rate accuracy testing was within specification; per the facility¿s review of the event logs, when the infusion was stopped, it had infused 31.8 ml and during testing the module over infused by 0.56 ml. The unit was calibrated.